Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that the device was not working. Indications for use were noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.